Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of the device separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Small traces of blood were found on the handle of the harvesting tool. Tissue and char buildup was observed on the jaws. A visual inspection determined that the silicone insulation was not peeled away from the cold jaw . The heater wire was flexed away from the hot jaw and was detached at the tip. The wire remained in place at the base of the hot jaw. Based on the returned condition of the device the reported failure "peeled-jaw" was not confirmed, but was confirmed for the analyzed failure "bent wire". Specific actions for the analyzed failure mode are being maintained and documented under maquet's corrective and preventive (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 jaws of the device separated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.